Manufacturer narrative:
Isi has requested the fenestrated bipolar forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the fenestrated bipolar forceps (part number# 471205-17/ lot number k132203140363) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). The alleged instrument had (B)(4) uses remaining after this last usage. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Fields PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during central processing, the plastic material at the mount level of the fenestrated bipolar forceps instrument was defective with a sign of melted/thermal damage. The procedure was completed with no reported injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical (is) has followed with the initial reporter and obtained the following additional information on 09-september-2022: the reported issue was identified during central processing, not during a procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with an exposed electrode. However, the fenestrated bipolar forceps instrument passed the electrical continuity test. No damage to the conductor wire was observed. The probable root cause of thermal damage to the fenestrated bipolar forceps instrument is attributed to mishandling/misuse.